Event description:
It was reported that an ilet user experienced elevated blood glucose associated with a prolonged supply and cartridge change, during which they struggled to fill the cartridges and required assistance to resume insulin delivery. Symptoms included hyperglycemia, with a reported peak of 215 mg/dl and alerts for high glucose over 90 minutes, without ketone testing, back-up therapy, professional intervention, or acute health effects. Outcomes included transient high glucose for approximately one hour without hospitalization or disability. Investigation included troubleshooting support and user education to complete the supply change and reconnect the system, with recommendation to discuss prefilled cartridges with their clinician. Investigation of this case revealed no device malfunction and suggested user difficulty during cartridge filling and reconnection as the precipitating factor for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.